Manufacturer narrative:
The device was received and evaluated. No blood was observed on or within the device. The cannula assembly and bottom housing were inspected for manufacturing deficiencies that could cause bleeding or bruising and no issues were found. The exposed portion of the soft cannula was observed to be stretched, however, the timing and cause of the damage could not be determined. During the investigation, the stretch did not prevent fluid from exiting the distal tip of the soft cannula and no signs of leakage were observed. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose rose to 287 mg/dl. The pod was worn on the patient's leg for between 24 and 36 hours. As treatment, a new pod was applied.